Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-02420. It was reported that one of the patient's leads had migrated. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was repositioned. Postoperatively, the patient has effective therapy. Note: as it is unknown which lead had migrated, both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.